Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken pieces measure approximately 1.57mm x 7.92mm and were returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The instrument was found to have a detached fragment. The detached fragment(s) broken off from the instruments molded insulator. The broken pieces were returned. The common causes of the failure mode broken molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The instrument was found to have a detached intact grip. The upper grip of the instrument became detached due to the break in the molded insulator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sp force bipolar instrument tip broke while in use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the broken instrument tip resulted in a fragment falling off when the instrument was removed from the patient. The fragment fell off outside of the patient, there was no patient injury related to the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp force bipolar instrument for failure analysis investigation. The instrument was analyzed, and the initial findings were confirmed. Because the bipolar conductor wire associated with grip with the broken molded insulator is intact, the remains of the grip were still attached to the instrument by the wire. Inspection of the grip which does not have a broken molded insulator did not find any additional observations. Inspection of the grip with the broken molded insulator found the grip base to exhibit torsional, or twisting, bending which can be caused by excessive force in a twisting direction. The probable root cause of broken molded insulator and detached fragment is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Inspection of the grip with the broken molded insulator revealed torsional, or twisting, deformation of the grip base, likely caused by the application of excessive force in a twisting motion. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8. Was updated to initial use of device.